Event description:
The baxter service technician reported an infusion pump which failed accuracy testing (under delivered) during service. The hospital representative stated there have been no reports of any patient incident involving this pump since the last baxter service event.